Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer was trying to bolus and when she was setting it up, the numbers started scrolling on their own. Customer's blood glucose level was 67 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping during testing. Unit had cracked lcd window, cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.